Event description:
Customer reported the insulin pump alarmed button error and weak battery. Customer's blood glucose was 167 mg/dl. Customer stated she was at a graduation when alarm occurred and it might have been exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker. All operating currents are within specification. The device passed self test. No unexpected weak battery noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.